Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor retracted inside sensor and broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was unknown at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.